Event description:
It was reported there was an insulation break on a pacemaker lead. The pacemaker device was also removed and replaced. It was reported there was an insulation break on a pacemaker lead. The pacemaker device was also removed and replaced.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain the device/patient/event information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) and other product specific information. If additional details become available, a supplemental report will be submitted.